Event description:
Pt underwent incisional hernia repair by component separation in (B)(6) 2011. Dr. (B)(6)reported that in (B)(6) 2012, pt had surgery for an intestinal obstruction. Dr. (B)(6)'s findings were noted as the biodesign still being present and adhered to the small bowel. Current pt status was not provided by reporter.

Manufacturer narrative:
No device evaluated. Device not returned to the MFR. Conclusions: histological samples discarded and therefore not returned to MFR. The surgeon reported a case of adhesion formation nine months status post placement of biodesign hernia graft c-slh-8h-13x22 for an incisional hernia repair by component separation in (B)(6) 2011. The biodesign was used intraperitoneally and a subcutaneous drain was removed on the fourth postoperative day. The pt was described as being a healthy ranch worker/farmer with no comorbidities. In mid (B)(6) 2012, the pt was operated on for a bowel obstruction. Dr. (B)(6) reported his findings as the graft being still present, dense adhesions between the graft and the small bowel, and two small segments of bowel partially twisted. With the details provided, the direct cause of the adhesions was inconclusive. Some surgery induced causes of adhesions include tissue incisions, the handling of internal organs, the drying out of internal organs and tissues, contact of internal tissues with foreign materials, such as gauze, surgical gloves, and stitches, and blood or blood clots that were not rinsed out during surgery. It is possible that the suture used to fix the biodesign graft came in direct contact with the bowel thus being an irritant to the bowel and contributing to dense adhesion formation. The biodesign 8-layer tissue graft/hernia graft IFU fp0036-2g lists adhesions as a potential complication. It is likely that the "collagen mesh" dr. (B)(6) noted, as being very much still present, was actually a collagen healing plate (as described by franklin me, et al, surg endosc (2008) 22:1941-1946). The tissue sample dr. (B)(6) obtained, unfortunately, was not returned to cook biotech inc. Tissue samples taken were discarded and not returned to cbi. Had the tissue sample been available for analysis, it may have been able to be determined if this was indeed biodesign material or if it was remodeled collagen containing cells (i.e. The healing plate described by franklin et al.). Not applicable.